Manufacturer narrative:
Investigation summary: one photo of a loose 10ml syringe was received and evaluated. It was observed the syringe contained 10ml of yellowish fluid and had a white tip cap. It appears the syringe has a jammed stopper condition and is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect potential root cause for the jammed stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that a bd 10ml syringe luer-lok¿ tip had a crooked rubber stopper in the syringe before and after filling the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd 10ml syringe luer-lok¿ tip had a crooked rubber stopper in the syringe before and after filling the syringe.